Event description:
A (B)(6) male pt contact zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the solder joint of the pulse wires within the distribution node were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the open connection in the electrode belt. The pt received a replacement electrode belt.